Event description:
It was reported that the device peeled off on the belly of the patient. The white sticky gauze came off the clear circular tape which had remained on the tegaderm dressing that remained on the belly. Event occurred while in use with the patient, there was no medical intervention required.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn (B)(4) the date of that submission was (B)(6)2024. Neither samples nor pictures were received for the analysis of this complaint. The device history record was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and no defects were found. The customer reported issue could not be confirmed. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.